Manufacturer narrative:
Device not returned.

Event description:
Patient was being revised because it was determined that the hip stem had subsided and was loose. Pre-surgical xray revealed that the acetabular shell locking ring was out of position and possibly broken.